Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had no vibration. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The receiver will boot and charge. An external visual inspection was performed and no defects were found. A review of teh downloaded data log did not find any errors related to the customer complaint. Functional testing was performed and the vibrate function failed. The receiver case was opened for further evaluation. Vibrator resistance was measured during an internal inspection. The reported event of an no vibration was confirmed. The root cause was determined to be a defective vibrate motor assembly.